Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged loss of prime issue was verified in the black box but not duplicated in the evaluation. Review of black box data found loss of prime event due to non-zero low force on the complaint date. The total daily deliveries added up correctly and reflected user¿s programmed basal setting. The pump powered up with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Bolus delivery exercises were executed and recorded correctly. Pump delivery accuracy was within specifications. The force sensor calibration reading was low out of specifications. The pump casing was opened to further investigate. Force sensor resistance was within specifications and no anomalies were found with the force sensor circuit. Unrelated to the alleged prime issue, the battery compartment was found to have cracked in the threads area.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient experienced hyperglycemia due to a loss of prime issue. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) reading was at 525 mg/dl with nausea. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly discontinued pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the pump alerted for loss of prime with multiple cartridges from different boxes since (B)(6) 2014. The reporter was able to complete prime step with cartridge changes. The reporter stated that there was no sudden change in force or temperature and the cartridge cap was secured properly. Review of cartridge use techniques indicated that the instruction for use was followed. The reported loss of prime issue was not resolved with troubleshooting. This complaint is being reported based on the allegation that the patient experienced a severe hyperglycemia due to an alleged loss of prime issue of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.